Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's active exhalation control module was replaced to address the issue. The active exhalation control module was returned to the manufacturer's product investigation laboratory and the root cause of the failure was related to the proportional valve being slow to open to atmosphere.